Event description:
The customer reported that her sensor has not been alerting her when her blood glucose levels are low. The customer has been under stress due to the passing of her grand father recently. The customer also stated that she has been treated by the paramedics four times in the past three weeks. The blood glucose readings were 30, 20, 31 and 48 mg/dl this morning when she came to. The customer's insulin pump has been replaced, but that did not seem to be the issue. Offered troubleshooting, but the customer declined. Advised the customer of proper calibration. The customer agreed and understood. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 2032227-2013-03242.